Event description:
I had a surgery for an umbilical hernia in (B)(6) 2005, then I started having another problem. One thing was I had (B)(6) in the navel area and the area felt different. So I went to a surgeon and he said that he thought that I had another hernia between the abdominal walls and he suggested surgery to fix it and told me that he would put in a mesh patch. On (B)(6) 2006, he performed the surgery and I thought things went well until on (B)(6) I felt sick. I went to the surgeon's office and another surgeon took a syringe and pulled out a full vial of infection. (B)(6). They tried various antibiotics and combination to where I thought it was killing me. In (B)(6), my legs were swollen up really bad and I had a chronic case of diarrhea and end up in the hospital. I had 4 specialists trying to find out what was wrong and they determined that it was the mesh patch that was causing the problem. So I was released from the hospital and returned on (B)(6) to remove the mesh. Since then I have had hernia's bulging out and my inner abdominal wall is literally gone as well as my belly button which the surgeon removed. Right now my stomach protrudes like I am 7 mos pregnant. And makes it hard for me to move around. I would like a way to make my stomach smaller.